Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute ischemic stroke with a "possible" relationship to the impella device used. After the impella cp was removed it was report that the patient experienced symptoms of right facial droop, aphasia, possibly some right upper and lower extremity weakness. Later code stroke was called twice with no acute intracranial abnormality. An MRI showed multiple scattered punctate acute infarcts throughout the supratentorial compartment but predominantly centered along the left frontal parietal junction but also involving the right parietal lobe, left posterior temporal lobe and left occipital lobe stroke etiology: embolic appearing strokes, possibly to cardiac interventions (balloon aortic valvuloplasty and impella) with larger area of stroke on the left explained by area of middle cerebral artery stenosis. The patients treatment and outcome are unknown.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.